Event description:
Boston scientific received information that during a normal replacement procedure, the right ventricular (rv) lead was first disconnected from the previous device and measurements were obtained on the pacing system analyzer (psa). All measurements were normal. It was then decided to disconnect the left ventricular (lv) lead and reconnect it to the newly implanted implantable cardioverter defibrillator (ICD). At this time, the rv lead was not connected to provide any pacing. Then the lv lead was connected, no pacing was observed which resulted in five to seven seconds of asystole for this pacemaker dependent patient. The connections were checked and appeared to be normal. The lv lead was removed and the physician reconnected the rv lead to the psa to provide ventricular pacing. The lv lead was re-inserted into the ICD header, but once again, no pacing was observed. The physician decided to explant the ICD and it was successfully replaced with a competitor product. The leads were again tested on the psa and then with the new non boston scientific device. All values were within normal parameters. Boston scientific technical services was contacted for technical assistance. A ts consultant discussed several scenarios that could be performed to ensure that patients who are pacing dependent receive therapy during device replacement procedures. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews were found to move freely and without issue. Inspection of the ports found no obstructions and also did not reveal any lead seal marks. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field allegation that the device was not pacing when the leads were connected to the ports. This device met all specifications during testing.